Event description:
The customer called and reported the insulin pump alarmed with a failed battery test. Customer's blood glucose was 138 mg/dl. During troubleshooting, customer found battery cap contacts were missing. The customer did not have a new battery with which to test the insulin pump. The customer stated she would purchase new batteries and monitor the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.